Manufacturer narrative:
(B)(4): evaluation summary: x-rays were provided which show a large fracture gap. The severity of the fracture was not reported nor was the type of activity the patient was doing at the time of failure. It is unclear whether all of the screws fractured at one time, or sequentially. The exact cause of failure cannot be determined with the provided information. Evaluation: device history records were reviewed for the lots provided and indicate the components were manufactured and inspected to specification. Device records were unable to be reviewed for the unknown screw. (B)(4) analysis was performed on the three fractured screws. The fracture surface of each of the screws analyzed showed striations, typical of fatigue fracture. (B)(4) analysis of the fracture surface of the screws could not determine the steel grade but the chemical analysis is in agreement with that of austenitic stainless steels.

Event description:
It is reported that the patient was revised due to the screws fracturing.